Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulty appear to be related to circumstances of the procedure. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified eccentric, 90% stenosed de novo lesion in the proximal left anterior descending (lad) coronary artery. The 2.0x15 mm mini trek rx balloon dilatation catheter (bdc) was advanced; however, resistance was met with the anatomy. The mini trek bdc was inflated to 10 atmospheres for 10 seconds without issues. However, during the second inflation, the balloon ruptured when pressure was increased to 12 atmospheres. A 2.0x20 mm trek bdc was used to pre-dilate the target lesion without issues and a 2.25x28 mm xience alpine stent was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.